Event description:
It was reported "a 37-year-old male with a 17-mm renal stone in the right middle calyx underwent ursl. His surgical history included right lpn performed four years prior, with operative records documenting pyelocaliceal system entry and hem-o-lok clip placement. During the operation, a hem-o-lok clip was identified within the stone. All fragments along with the surgical clip were completely retrieved using a basket forceps after laser lithotripsy." The patient was discharged.

Manufacturer narrative:
(B)(4).